Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the cracked adhesive was traced to component failure and the most probable root cause of the white residue in the air/water channel and cylinder could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service center identified that the device had a cracked adhesive and white residue in the air/water channel and cylinder. There was no patient involvement.